Manufacturer narrative:
As the exact date of the event is unknown, (B)(6) 2017, the date of conference presentation, is determined as the date of event.

Manufacturer narrative:
Date of event: exact date of each reported adverse event is unknown with currently available information, (B)(6) 2007, the beginning of the endovascular treatment, is determined to be the date of event. (B)(4).

Event description:
Conference: the 47th annual meeting of the (B)(6) (held on february 27, 2017). Title of presentation: treatment for post-procedure infection of abdominal aortic endografts (kentaro matsubara, et al.) From july, 2007 to august, 2016, the total of 1407 patients underwent endovascular repair of abdominal and iliac artery aneurysms using abdominal aortic endografts. Five of those patients, who had been implanted with gore® excluder® aaa endoprostheses, experienced stent-graft infection after the initial implant procedure.

Manufacturer narrative:
A review of the manufacturing and sterilization records for the device could not be conducted as item- and lot numbers of the device were not available.